Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged has suffered two heart attacks. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The manufacturer received information alleged has suffered two heart attacks and needs a trustworthy device as soon as possible. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and the manufacturer visually inspected the internal and external showed dust/dirt contamination inconsistent with degraded sound abatement foam was observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 1 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was presence of contamination in the airpath. Section h6 updated in this report.